Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a burn-like irritation described as a 3rd degree burn on her back after an appropriate defibrillation event. The patient experienced an appropriate defibrillation event consisting of one shock. It was reported that the patient was unconscious at the time of the treatment event. The patient was in vf prior to the shock and the arrhythmia was converted to a slower rhythm. The patient was taken to the hospital after the event. The patient was given an ointment while in the hospital for the burn. After using the ointment, it was reported that the irritation is improving.